Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient had pain and discomfort at the ipg site. The patient was given a nerve block as well as a flector patch. It was noted that the placement was more midline. The patient underwent a revision wherein the physician relocated the ipg. The patient was reportedly doing well postoperatively.